Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to seal the perforation cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with existing stents. Intravascular ultrasound was used for evaluation of the stenosis. Percutaneous transluminal angioplasty was performed with a 4.0 x 15 mm unspecified balloon catheter, after which free extravasation of contrast was noted. The patient became hemodynamically unstable. Code was initiated and the patient intubated. The 3.5 x 19 mm graftmaster stent was then advanced and implanted at 16 atmospheres in an attempt to stop further extravasation. However, the status of the graftmaster seal of the perforation it could be determined during angiography due to the lack of spontaneous circulation. Stasis of contrast in the vessel was noted angiographically with no free flow of contrast noted. Surgical evacuation of the pericardial sac was needed due to unsuccessful pericardiocentesis. The decision was made to abort further imaging or additional treatment with ballooning or stenting in lieu of surgical exploration. During surgical exploration remnant bleeding was noted. The stent graft material was visualized. Pericardial pledgets were applied and pledgeted sutures were applied to the anterior wall of the proximal left anterior descending (lad) artery otherwise good flow noted based on stent placement. No bypass of the lad was needed. Left ventricle (lv) was moving normally and appeared to have excellent lv, heart function. No additional information was provided.